Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. It was reported that the patient was admitted to the hospital due to elevated ldh and plasma free hemoglobin levels. The patient's international normalized ratio (inr) values had been therapeutic, and the patient was asymptomatic during the event. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. The pump speed remained above the low speed limit for the duration of the file, and the pump appeared to be functioning as intended. The account later communicated that hemolysis was not confirmed and the cause for the elevated ldh was not identified. The patient was reported to be stable and continues to take an angiotensin-converting enzyme (ace) inhibitor. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jun2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Hemolysis was not confirmed and the cause for the elevated ldh was not identified. The patient was reported to be stable and continues to take an angiotensin-converting enzyme (ace) inhibitor.

Manufacturer narrative:
The patient's weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels. The patient's international normalized ratios (inrs) had been therapeutic. The patient was asymptomatic. Additional information requested but was not provided.